Manufacturer narrative:
G4: 25jul2020 b4: (B)(6)2020 an investigation was performed and the product analysis technician reported that the root cause was due to the oxygen accuracy is out of tolerance is due to the u1 on the air flow sensor being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that the unit was not registering tidal volume. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit declared a low leak co2 rebreathing risk. The fse replaced the gas delivery system and the issue was resolved.